Event description:
It was reported that the programmer locked up with an error message, while a nurse was interrogating a patient's implanted device. Recycling the power would not clear the error. Another programmer was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found multiple error messages in the programmer error log. Reloading the software resolved the issue.